Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation. See manufacturer report number 2955842-2026-15812 for the second instrument. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer broke two instruments. The customer broke a permanent cautery hook (pch) and another instrument. The customer removed all the pieces of the hook that fell into the body. The customer was able to replace both instruments and were continuing with the case. The procedure was completed.